Manufacturer narrative:
The referenced device was not returned. The cause of the reported event cannot be determined. As part of our investigation, multiple follow-ups were made to the user facility via telephone and in writing to gather more detailed information regarding the reported event; however, no additional information was obtained. If additional information becomes available or if the device is returned at a later date, this report will be updated accordingly.

Event description:
The manufacturer was informed that during a percutaneous nephrolithotomy (pcnl) procedure, the fiber at the distal end of the device broke off and fell into the patient. The procedure was completed using the same equipment. The doctor reportedly did not want to retrieve it as the doctor noted there was no patient injury and that the doctor had previously performed a study that broken fibers in the kidney do not cause harm or more stones.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 2951238-2019-01232. The product was not returned and no pictures were provided, so a physical inspection of the device could not be performed. Additionally, a DHR review could not be performed as the lot number as unknown. A definitive root cause of the reported complaint cannot be determined at this time. The OEM noted that the blade stripping process performed by the original equipment manufacturer was known to weaken the tip of the fibers. The blade stripping process has been replaced by a micro-stripping process, which has not shown the tip weakening. Olympus will continue to monitor the field performance of this device.